Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date as no exact date provided. Device evaluated by MFR.: returned product consisted of the catheter portion of a zelante thrombectomy system with a guidewire inside the lumen. Only the catheter, hub, and portion of the effluent and supply lines were returned for analysis. The rest of the effluent and supply lines and pump assembly were not returned for analysis. The hub, shaft, hypotube, and tip were visually and microscopically inspected. Inspection of the device revealed that there was a lot of dried blood inside the hub and shaft, making it difficult to see the wire lumen, so the device was soaked for a few days in a warm water batch to loosen the dried blood. After soaking the device, a lot of the blood was removed, and it was noticed that the wire lumen was detached and buckled in the hub. The distal end of the separation was jagged, indicating that there was force applied causing the damage to the wire lumen. An attempt to remove the device from the wire was unsuccessful due to the damage to the device. As the wire was protruding from the hub and the tip, it was not possible to take an inner diameter of the zelante catheter, so the returned guidewire was measured and was confirmed to be a .035" wire.

Event description:
It was reported that catheter stuck on guidewire occurred. An angiojet zelantedvt catheter was selected for use in a thrombectomy procedure. However, during the procedure, it was noted that the catheter became stuck on the unknown wire. The catheter was removed from the patient's body along with the wire. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Date of event: used the first day of the month of the aware date as no exact date provided.

Event description:
It was reported that catheter stuck on guidewire occurred. An angiojet zelantedvt catheter was selected for use in a thrombectomy procedure. However, during the procedure, it was noted that the catheter became stuck on the unknown wire. The catheter was removed from the patient's body along with the wire. The procedure was completed with another of the same device. No patient complications were reported.